Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found. As received, the device had normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
This report is to advise of an event observed during analysis.